Manufacturer narrative:
The suspect medical device has not yet been returned to olympus for evaluation/investigation. Therefore, the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.

Event description:
Olympus was informed that during a therapeutic transurethral resection of the prostate (turp) procedure, the ceramic insulation at the distal end of the inner sheath broke off and fell inside the patient. However, no fragment remained inside the patient since it was reportedly retrieved by the surgeon using a rigid ureteroscope and a grasping forceps. The intended procedure was successfully completed with another similar device and there was no report about an adverse event or patient injury.

Manufacturer narrative:
The suspect medical device was not returned to olympus for evaluation/investigation. Therefore, the evaluation/investigation was performed exclusively on the basis of the available information such as customer complaint form and photo documentation. It was confirmed that the ceramic insulation at the distal end of the inner sheath got detached completely. Furthermore, the evaluation revealed that the ceramic insulation had been replaced before. In addition, there is a distinct dent visible on the outer surface of the inner sheath. The exact cause of the reported failure could not be conclusively determined. However, the dent on the outer surface of the inner sheath indicates that excessive force was applied to the instrument. Also, as clearly stated in the instructions, the product has to be (visually) inspected and tested before use. It has to be ensured that it has no corrosion, dents or scratches. In particular the ceramic insulation has to be visually inspected before each use, and the instrument must not be used in case of damage (e.g. Cracks, fractures). In addition, it is pointed out as a warning note that impact, fall, shock or similar stress can damage the ceramic insulation and that the instrument must not be used if damaged as otherwise there is a risk of injury to the patient and/or user. Therefore, the event/incident was attributed to use error. A material or quality problem can be excluded since a manufacturing and quality control review was performed for the affected lot number of the inner sheath without showing any abnormalities. The case will be closed on olympus side with no further actions. The reported event/incident will be recorded for trending and surveillance purposes. Furthermore, the user will be informed about the investigation results and retrained to correctly use the olympus medical devices.